Event description:
Ous MDR. Screw needed more than 35 turns during preoperative test.

Manufacturer narrative:
This constitutes an error during production at biotronix. To prevent repeating this error, re-training of the personnel and an improvement of the production process were already carried out. A function test before the implantation is recommended in the instructions for use. During testing before the implantation, the lead has no patient contact; endangering the patient can be ruled out at this time.